Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that the damage to the power button and the front and rear panels was broken by a strong impact from a hard object. Since more than six years have passed from manufacturing of the device, rust inside pin p connectors and top-covers occurred because of deterioration of appearance due to long-term use or because the user let remain adhered foreign substances such as dust, dirt, and the remainder of the chemical solution. The instructions for use includes the following statements: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.

Manufacturer narrative:
Additional details of the event are not know yet. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the power button was broken.. Corrosion was found on the front panel chassis and bottom chassis and pip connector. There was also damage observed to front and rear panels.

Event description:
As reported for this event, the device had a broken power switch button. There is no reported harm to any patient.